Event description:
The pt experienced mild increased spasticity and mild systemic pruritus. The pump volumes were checked and a volume discrepancy was noted; the actual volume was 16.2ml, the expected volume was 16.6ml. In 2008, the pt was administered 50 mcg gabalon via lumbar puncture. Two days later, there was surgical confirmation; the spinal catheter was kinked at the v-wing anchor and the most distal section. When the anchor was detached, the kink resolved and cerebrospinal fluid was aspirated through the access port. The anchor was resecured and the pt was closed. The pt was recovered as of 2008.

Manufacturer narrative:
Catheter.